Event description:
The customer reported that the coulter® epics® xl flow cytometry system was spraying blood after the execution of each sample. The customer stated that the blood was contained within the instrument but the volume of blood which was sprayed is unknown. The customer was wearing personal protective equipment (ppe) consisting of a special medical gown, cut resistant rubber gloves, and a plastic face shield at the time of the event and there was no report of injury or direct exposure to the blood. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the connectors at quick disconnect (qd) 11-1 and qd 10-1 of the vacuum line near the lower pneumatic unit were completely clogged. The fse proceeded to replace the connectors to resolve the issue. (B)(4).